Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident. The customer reported treating for their blood glucose with food and declined to troubleshoot. The customer stated they turned off all the alerts on the insulin pump, which caused the low. The customer also reported several sensor alarms. The insulin pump will not be returned for analysis.